Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined that the roller and cutter gears were damaged, the mesher could not perform a test cut, and the cutters failed testing due to an incomplete cut. The roller and cutter gears were replaced, and the mesher was fully repaired. The cutters were not fully repaired as they need to be replaced by the account. Devices are used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported worn gears and incomplete mesh. The event timing was during previously recovered cadaver skin. There was no patient involvement. There was no harm or delay reported. No adverse events were reported as a result of this malfunction.